Event description:
Boston scientific received information that after the recent implant of this lv lead, high thresholds were noted. It was determined that the lead had likely microdislodged. Surgical intervention was performed to reposition the lead with no additional adverse patient effects reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.